Event description:
The facility reported a fail code 810:04. Information was not provided reagrding whether of no the failure occurred during a patient infusion. The hospital representative stated that there have been no reports of any patient incident this pump since the last baxter service event.